Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was due to a clog in the nozzle. The root cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope¿to the service center for evaluation related to a separate issue. During the device analysis, it was indicated that there were foreign objects inside the nozzle which is most likely due to inappropriate material. There was no patient involvement.